Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the patient experienced syncope. Upon interrogation it was noted that this right ventricular lead exhibited oversensing of noise causing pacing inhibition with greater than two seconds of asystole. The noise was able to be reproduced with isometrics and thought to be caused by insulation damage. Subsequently a revision procedure was performed where the device was electively explanted and the rv lead was surgically abandoned. A new pacemaker system was implanted on the right side of the patient. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.